Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event and patient information. Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the ipg replacement surgery has been scheduled for unknown reasons. No additional information was provided.

Event description:
Additional information revived indicated that patient was experiencing discomfort due to ipg moving in pocket. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.